Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection noted significant tool marks on the device case, confirming the clinical observation that additional force was needed to remove the device from the subpectoral position. Body fluid contamination was observed between the medical adhesive and the device case, indicating the device header was slightly loose before the explant procedure. However, a review of device memory found the daily pacing and shocking impedance measurements were within normal range, confirming the header wires had been intact while the device was implanted. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Boston scientific received information that an elective upgrade procedure was going to be performed. While explanting this implantable cardioverter defibrillator (ICD), the header broke away from the can. There was no other damage to the system. A new atrial lead was implanted. The old right ventricular (rv) lead was connected to the new device. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD will be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.